Manufacturer narrative:
The reported field events of an alert for high pacing lead impedance, and loss of pacing and capture were confirmed in the laboratory. Review of session records indicated an alert for high pacing lead impedance. The device was tested on the bench and normal pacing lead impedance measurements were observed. Visual inspection of the device found a fracture in the v-tip weld, which caused the reported loss of pacing and capture.

Event description:
It was reported that the patient came into the office after receiving an alert for high, out of range lead impedances. Loss of capture and loss of sensing were also observed. Lead tested normally through pacing system analyzer. Connector anomaly suspected. The device was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
(B)(4). The reported field events of an alert for high pacing lead impedance, and loss of pacing and capture were confirmed in the laboratory. Review of session records indicated an alert for high pacing lead impedance. The device was tested on the bench and normal pacing lead impedance measurements were observed. X-ray inspection of the device found a fracture in the v-tip weld, which caused the reported loss of pacing and capture. (B)(4).